Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, it was reported that this vns patient presented to his physician for the second time in two weeks with breakthrough seizures. The output current and duty cycle were increased. The physician felt the patient's device was nearing end of service despite the blc results previously provided. The patient was referred for prophylactic generator revision. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.